Event description:
During prep of a cypher (sds) stent delivery system, prior to insetting in the patient, air was seen entering the indeflator. The indeflator was disconnected, and again connected, but air was seen pulled/entering the indeflator chamber. The sds was not utilized for the procedure. There was no patient injury reported with the event.